Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when opening a mobile power unit (mpu) a cut on the cable was noted. The mpu was not issued to a patient. A replacement mpu was requested.